Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment computed tomography of the abdomen and pelvis was revealed that the filter was at l2 to l3 level, some of the filter struts were penetrated through the wall of the inferior vena cava into the mesenteric fat. A posterior strut penetrates 1 cm into a lumbar vertebra. An anterior strut penetrates the posterior wall of the duodenum. The filter was tilted anteriorly with its proximal cone laid on the wall of the inferior vena cava possibly embedded in it. The patient experienced lower back pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and reason for the filter placement was not provided. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.